Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the physician indicated the previously reported emergency department visit for the patient¿s re ported stroke was this current event. A transient ischemic attack (tia) was confirmed. As reported, the magnetic resonance imaging (MRI) did not show a definite stroke. The transesophageal echocardiogram (tee) showed severe mobile atheromatous disease of the arch. The arch disease was thought to be the cause of the tia. When the tia occurred, the hemoglobin measured 13.6 and was reported as stable over months.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally, at the time of the emergency room presentation, the patient's hemoglobin measured 14.4.

Manufacturer narrative:
Image review: computed tomography (CT) imaging dated (B)(6) 2018 was provided and reviewed. The chest CT analysis was challenging due to 2.0 millimeter (mm) slice thickness and spacing. The evolut implant depth was about 6.5 mm on the left coronary cusp (lcc) and right coronary cusp (rcc), and about 5 mm on the non-coronary cusp (ncc). Calcification was seen in the proximal left coronary artery (lca) and right coronary artery (rca). Possible pannus/thrombus was seen inside transcatheter aortic valve (tav) frame. There was possible plaque/thrombus verses inadequate contrast filling seen in the lcc. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years and 9 months following the implant of this transcatheter bioprosthetic valve at a routine cardiology visit, the patient described ¿having a stroke¿ after the anticoagulant was stopped. The date of when the anticoagulant was stopped was not provided. There were 2-3 episodes of dizziness and numbness in the left arm and sometimes the right arm. Transient ischemic stroke reported. As reported, a neurologic evaluation had not been performed. The patient was obtaining a second opinion. Treatment was not required. The physician indicated the event was probably related to the valve. Additionally, approximately 5 months following the valve implant, the patient presented to the emergency department for transient ischemic attacks (tia). No further details were reported at this time regarding the emergency department visit. No additional adverse patient effects we re reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Should additional information be received for the reportable event, a supplemental regulatory report will be submitted for the reportable information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately approximately 4 months following the implant of this transcatheter biop rosthetic valve the patient was seen by a neurology team out of state, reason not provided, and an anticoagulant was initiated at that time. Three months later, the patient was seen by a different neurology team and the anticoagulant was stopped. At the valve 6-month follow-up appointment, weakness and dizziness were reported. Approximately 2 weeks following the last neurology visit, a computed tomography (CT) of the aorta was performed to evaluate for thrombus and leaflet excursion. There was no evidence of reduced leaflet motion or leaflet thrombus. A crescentic area of thrombus was found within the left coronary sinus. In addition, there was a smaller area of thrombus at the junction of the noncoronary and right coronary sinuses. The physician confirmed the thrombus was not occluding the left coronary sinus, the non-coronary sinus, nor the right coronary sinus. As result of this current event of thrombus, the oral anticoagulant was resumed. The patient was encouraged to follow-up with neurology based on the symptoms. As reported, the physician indicated there was high suspicion that the neurologic events were related since there were no further issues reported since restarting the anticoagulant. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that with the emergency department presentation for the transient ischemic attacks (tia) the patient experienced two episodes of near syncope in that past week with weakness, inability to speak, and right arm numbness that resolved spontaneously within minutes. The patient was treated at that time with intravenous fluids with two anticoagulants. One delivered via oral the other was bridged.